Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of 200ohms. Technical services (ts) was contacted and recommended further evaluation. In addition, it was later reported that further evaluation was conducted, a switch to a different impedance vector was performed, and continuous monitoring was going to be provided. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received stating that the cause for the rv shock impedances greater than 200ohms was a suspected fracture in the superior vena cava coil. The impedance vector was changed, and continuous monitoring was going to be provided. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of 200ohms. Technical services (ts) was contacted and recommended further evaluation. In addition, it was later reported that further evaluation was conducted, a switch to a different impedance vector was performed, and continuous monitoring was going to be provided. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.